Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by the attorney that the patient underwent a hernia repair surgery on (B)(6)2014 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 10/23/2019. Additional narrative: it was reported that patient experienced underwent removal of mesh on (B)(6) 2014.

Manufacturer narrative:
Date sent to FDA: 10/23/2019. (B)(4).

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the attorney that the patient underwent a hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that she experienced pain, numerous adhesions, scar tissue, bowel obstruction, weight loss and hernia recurrence. No additional information was provided.